Manufacturer narrative:
Alleged failure: excess material on the blade. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that excess metal was noticed on the blade when the blade was removed from the box.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that excess metal was noticed on the blade when the blade was removed from the box..